Manufacturer narrative:
The affected device was checked on site and it was identified that the cable harness spirolog sensor caused the reported deviation. After replacement of this component the issue was fixed. In addition the device log file has been checked by the manufacturer. Based on the logged entries it could be confirmed that a faulty cable harness spirolog sensor was the root cause for the described deviations, as the flow regulation was influenced. The cable harness spirolog sensor is part of the expiratory flow measurement which is used to control and monitor the ventilation. In case the measurements are adulterated, this can result in the reported deviations including a failure of the flow sensor calibration. The device generates a visual and audible alarm as soon as the set alarm limits (e.g. For respiratory rate, pressure, volume or leakage) are exceeded. The instruction for use states as a warning: "if a fault is detected in the medical device, its life-support functions may no longer be assured. Ventilation of the patient using an independent ventilation device must be started without delay, if necessary with peep and/or an increased inspiratory o2 concentration (e.g., with a manual resuscitator)." It can be concluded that the device detected an internal deviation as specified and alarmed in order to alert the user.

Event description:
It was reported that the device showed a disordered ventilation and vt measurement was zero. The flow measurement failed and the flow sensor did not work. No adverse patient outcome.